Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and deployed on the mitral valve. To further reduce mr, a second clip, a mitraclip xtw was inserted and advanced to the mitral valve. However, difficulties visualizing the clip occurred, and the clip immediately became stuck. It was noted that it was not possible to advance or retract the clip. Troubleshooting was performed, and after 15 minutes, it was observed that both gripper lines were torn. It was noted that the gripper lines had broken while maneuvering the clip out of the valve. Several minutes later, the clip was freed, able to be retracted in the steerable guide catheter (sgc) and removed from the patient. A third clip was inserted and deployed on the mitral valve. The procedure was completed with two clips implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Returned device analysis did not confirm the reported gripper line break as both the gripper lines were observed to be intact; however, it was noted that both the gripper lines had separated from the clip (material separation) and were outside the l-lock shaft holes with the gripper line trumpets intact. The reported difficult or delayed positioning-anatomy and image resolution poor could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, the reported gripper line break appears to be related to the user interpretation of the gripper line being disconnected from the device. A cause for the reported difficult or delayed positioning associated with the clip interacting with the anatomy could not be determined. Image resolution poor is attributed to procedural conditions as it was reported that there were difficulties visualizing the clip during the procedure. Additionally, the investigation determined the gripper line separation to be related to a potential product quality issue. The investigation evaluated the reported issue, and the engineering group identified the likely root cause to be related to manufacturing variability. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.